Event description:
The account alleges the hemostasis valve of the sheath malfunctioned which resulted in an air embolism being introduced into the patient. The patient experienced numbness in the hand and lost color in the leg. The sheath was discarded due to contamination with bodily fluids.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.